Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty, high threshold, and high impedance on the left ventricular (lv) lead. The lead was replaced and the operation was completed. No patient complications have been reported as a result of this event.